Event description:
It was reported that the patient will be revised 5 years post-implantation due to infection. Subsequently, the patient's femur and tibial were revised no additional patient consequences were reported.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the timeframe for this event is greater than 1 year and therefore the reporting is now non-reportable. The initial report was submitted in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: kne-ascent-femorals-unk; p/n: unk, l/n: unk. Kne-ascent-bearings-unk; p/n: unk, l/n: unk. Kne-ascent-tibial trays-unk; p/n: unk, l/n: unk. Customer has not indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the patient will be revised due to unknown reasons. Subsequently, the patient's femur is scheduled to be revised. However, no revision procedure has been reported to date. No additional patient consequences were reported.